Manufacturer narrative:
The mr290 humidification chamber is being sent back to fisher & paykel healthcare. There is no information on this to date. No evaluation has been done pending the return of the device. Information is insufficient at this time to make a conclusion.

Event description:
A hospital reported that water did not flow into the mr290 humidification chamber when they inserted the waterfeed spike into the water bag. No patient consequence was reported.